Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the battery was defective. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery pack was not functional. There was no patient injury reported as a result of this incident.